Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in the non calcified and moderately tortuous mid right coronary artery (rca). Thrombus was removed with a thrombectomy device and pre-ivus was performed. The physician attempted to implant a taxus express2 3.0x24mm drug eluting stent, but it was unable to be advanced as the tip of the catheter could not pass a curve in the proximal rca. The device was removed and it was noted that a stent strut was lifted. The procedure was completed with another taxus express2 stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.